Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head keeps coming out in my mouth when brushing, oral-b [device breakage]. Case narrative: consumer via phone reported that the oral-b toothbrush head came out in their mouth while brushing with the oral-b toothbrush handle, type 3771. No injury was reported.